Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). It should be noted that the mitraclip instructions for use states under the "intended use" section that "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. In this case, as the cause for the slda is unknown and therefore, it cannot be determined whether the off-label use of the device contributed to the slda. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for a single leaflet device attachment (slda), requiring an unexpected medical intervention. It was reported that on 6/16/2022, the patient presented with functional tricuspid regurgitation (tr), a tricuspid septal leaflet that was slightly restricted, and a tr grade of 4. After a successfully mitral valve procedure, it was decided to treat the tr using a mitraclip steerable guide catheter (sgc) and clip delivery system (cds). The clip was implanted at the postero-septal leaflets of the tricuspid valve, and all views were satisfactory. During deployment, after lock line removal, the clip detached from the posterior leaflet. An additional clip was implanted anterior to the first clip. Tr was reduced to grade 2. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided regarding this issue.